Manufacturer narrative:
Our investigation into the complaint has now concluded. Visual analysis and functional evaluation could not confirm the reported failure mode as no sample was returned. A device history record review was carried out for the lot supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. On this occasion we are unfortunately unable to reach a definitive root cause of the problem, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that due to pulmonary infection, the patient was left with upper limb PICC catheterization after tracheotomy. On may 8, a replacement of PICC transparent dressings was done. On may 9 at 8,it was found that the catheter slipped in the dressing, exposed from 1cm into 3cm. Considering there was a risk of catheter slip, the nurse replaced with a new transparent dressings immediately.